Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The school nurse reported via phone call the insulin pump alarmed button error and a high blood glucose event. The customer¿s blood glucose was 515 mg/dl the morning prior to call and treated with insulin pump. The school nurse stated that they checked the customer's blood glucose again and it was over 500 mg/dl and will call the clinic for treatment. It was also reported that the insulin pump alarmed button error and no significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. The school nurse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.